Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a bladder suspension surgery performed on (B)(6) 2004. According to the complainant, on (B)(6) 2015, the patient came back due to an unknown "failure of the original device". The mesh was explanted during a revision surgery performed on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a bladder suspension surgery performed on (B)(6) 2004. According to the complainant, on (B)(4) 2015, the patient came back due to an unknown "failure of the original device." The mesh was explanted during a revision surgery performed on (B)(6) 2015.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The suspect device's reported lot number, 0ml310z701, does not match the upn provided by the complainant; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.